Event description:
One 2/1, the patient "got really sick," and began vomitting at 11:30/p. She had a sinus infection for a week prior to 2/1. A blood glucose result on the patient's meter at 11:30/p was 105 mg/dl. Although she took her base amount of insulin, no regular insulin was given based upon the meter result (sliding scale). She was transported to the hospital at 12/a and placed in IV saline for dehydration. A laboratory blood glucose result taken between 2:30/a and 3:00/a was 962 mg/dl. IV insulin treatment was begun at 5/a sunday morning (2/2). On 2/3, a fasting morining lab to meter comparison was performed with results of 65 mg/dl (lab) and 82 mg/dl) meter. The meter is reportedely cleaned according to MFR recommendations and quality control tests are performed regularly, however, no results were reported. The product's instructions for use state that testing while in a dehydrated condition may produce inaccurately low meter results.

Manufacturer narrative:
Co has completed its investigation of the MDR incident listed above and , after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inacurate results may have been due to user error, testing while in a dehydrated condition, or some unkown anomaly, at this point, investigation of this matter is closed.